Event description:
It was reported by the customer that on (B)(6) 2010, there was fiber breakage at 198, 573 joules. No patient injury was reported. An examination, conducted by an american medical systems quality engineer, confirmed that the cap had detached and the fiber broke off just above the strip point of the jacket.

Manufacturer narrative:
A failure analysis report was generated by an american medical systems quality engineer. The examination disclosed that the fiber cap detached (i.e., the fiber broke off just above the strip point of the jacket, parted at the base of the cap). The examination also disclosed that the cap and shrink tube slid off which was associated with a lack of cooling. No fiber card was received. The 2090 fiber endures a higher power, has a reflective cap area, and may be subjected to more heat, especially if cooling is blocked by tissue contact. Tissue contact creates char which further insulates the cap from cooling and increases heat by absorbing energy. The heat contributes to devitrification and associated weakening of the glass, making it subject to breakage from melting or mechanical or thermal stress. Glue burning increases pressure in the cap. Energy reflected back at the fiber cap from a scope, seed, stone or otherwise may have contributed to and/or created any melting in the crater area of the fiber cap. The root cause of the device failure was determined to be heat accumulation of the fiber. No patient injury was reported. The product labeling (product insert 0127-1410) provides warning of possible cap detachment in the patient and instructions for retrieving.